Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient presented to the hospital complaining of increased weakness. A CT scan was performed and results showed an evolving ischemic infarction. The patient decided on a do-not-resuscitate order and was discharged to a skilled nursing facility on palliative care. No additional information was provided.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported stroke could not be conclusively determined. It was reported that the patient decided on a do not resuscitate order and was discharged to a skilled nursing facility on palliative care. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.